Event description:
It was reported that the patient presented in-clinic after receiving a patient notification for low impedance. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.